Event description:
The customer tested her blood glucose using her contour meter and received readings of 54 and 63 mg/dl. She retested her glucose using another contour meter and received a reading of 202 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meters were returned for evaluation. Replacement products were sent to the customer.